Manufacturer narrative:
Medtronic received information that the catheter was not placed correctly in the procedure. It was reported that the patient was brought to the site to have revision surgery with navigation performed on (B)(6) 2018 with resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, it was reported that the stylet was not tracking. It was reported that the cad model of the instrument would not appear though the instrument was appearing in the tracking window. A second stylet was opened and the reported issue recurred. It was noted that the electromagnetic interface box was green on the port the stylet was plugged into. The emitter details were checked and found to be green. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.